Event description:
In an effort to reduce the number of telemetry "leads off" alarms received on a nursing unit, new lead sets were purchased. The result was an increase in the amount of alarms by 5 fold. Following an investigation it was determined that the EKG waveforms were not reaching the central station because of a defect in the connections between the "snap" on the lead's end and the electrode.the units were pulled and returned to manufacturer.